Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was triggered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A review of event history log revealed system error 20602 (monitor motor stall). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.